Event description:
It was reported that during a follow-up, the atrial lead exhibited oversensing. Following the event, the patient was in good condition. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.